Event description:
Per the physician, the patient had a decrease in performance with ¿popping, static and buzzing¿ noises. The results of an integrity test (B) (6), 2009 indicate the device was within normal limits. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during pre-dilatation in the heavily calcified diagonal artery, the 2.5 x 20 mm trek balloon ruptured during the second inflation at 16 atmospheres. A second 2.5 x 20 mm trek balloon ruptured at 15 atmospheres during the first inflation. A voyager nc 2.0 x 20 mm balloon was ultimately used to successfully perform dilatation and a xience prime stent was successfully implanted. There was no adverse pt effect.

Manufacturer narrative:
(B) (4).